Event description:
Pt was being transfered to wheelchair from her bed using the arjo maxi lift. The sling ripped off at the connector holding the upper body, causing the pt to immediately fall to the floor hitting her head on the lift. Fortunately she only sustained bruises & a hematoma on her head.